Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and service history review were performed. Visual inspection revealed that the device had presented an f-66 alarm. The cause of the condition was determined to be a damaged sensor board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was swapped to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-66 alarm. The process step was before use. There was no patient involvement. No additional information is available.